Event description:
When the customer run the ventilator with a test lung, an alarm technical error 11 indicating an open safety valve occurred. The failure could not be reproduced.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.